Event description:
During a cataract extraction procedure using this phacoemulsification handpiece, the pt suffered a minor corneal burn at the entry site of the needle. The procedure was not delayed. The pt recovered and there was no add'l injury to the pt.